Event description:
Hcp reports the pt presented with copious drainage from the right side of the abdomen around the intrathecal pump which occurs intermittently. The pump was initially implanted in 2005, and was resected five months later. Cultures on the same day, identified oxacillin-resistant staphylococcus aureus, also resistant to ciprofloxacin and quinolones. It is sensitive to trimethoprim sulfate which the pt is allergic to, and rifampin. The pt reportedly has multiple antibiotic allergies including penicillin and sulfa antibiotics. The area of infection involves the pocket, probably the tunnel and the dorsal incision as well. There was no information to suggest central nervous system infection or involvement of the bony spine at the time of the hospitalization for pump removal.